Event description:
The pt reported that her blood glucose was high 343 mg/dl. She stated she inserted a new cartridge into her infusion device the previous night and the device took a long time to prime. She stated the device did eventually prime and she did not receive any errors. She stated that she sees condensation in the cartridge compartment. She was able to lower her blood glucose by bolusing. Her blood glucose was 260 mg/dl at the time of the report. Upon follow up, the pt stated she changed her insulin cartridge and found that it was cracked. She stated that she felt much better after changing the cartridge. The pt did not require assistance from a healthcare professional or second party to address the issue. The pt did not keep the broken insulin cartridge to return for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.